Manufacturer narrative:
(B)(4). The reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
Patient was implanted with two drg leads of the same lot. It was reported the drg trial patient had experienced flu-like symptoms following the explant of the trial leads. Within 48 hours of explant, patient was hospitalized due to flu-like symptoms and later diagnosed with bacterial meningitis. Treatment included continued hospitalization for approx. Two weeks with IV antibiotics. It was noted the patient has been release from the hospital but continued to receive IV antibiotics.

Event description:
Additional information received indicated the patient had finished IV antibiotics and was discharged from the hospital. Patient is now in stable condition.